Manufacturer narrative:
The customer was sent a replacement faceplate, but refused to return her broken faceplate for evaluation. In follow up with a complaint handler on 10/23/2020, the customer indicated she had mastitis twice. Once two weeks prior, and again, a couple of days before contacting customer service. She additionally indicated she had been prescribed antibiotics, but the mastitis was now resolved and the replacement faceplate was working fine. She was offered and accepted contact with a medela clinician. In follow up with a medela clinician on 10/27/2020, the customer indicated her tubing had signs of mold, which she was instructed to no longer use, and was sent information on breast shield sizing and increasing milk supply. Customer was also sent replacement tubing and 27mm personal fit flex breast shields. In subsequent follow up on 11/01/2020, the customer indicated the 27mm personal fit flex breast shields fit well, but she was still struggling with her milk supply. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief, and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2020, the customer alleged to medela llc that her pump in style had a broken faceplate port, and she had mastitis due to not being able to pump.